Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H3, h6: visual inspection: the screw's tip was found broken. The broken part is missing. Moreover, the edges of the screw recess were found rounded. This evidence does not support a preoperative damage as reported in the complaint description but rather an intraoperatively related malfunction. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: dimensional analysis is not appropriate, since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. Document/specification review: the investigation has shown that no lot number was provided/ identified which makes it impossible to review the manufacturing documents. Conclusion: our investigation has shown that the complaint condition is confirmed as the device was found broken and hence limited in its functionality. Because of the damage and the missing part, it is not possible to measure the relevant dimensions anymore. By the evidence that the screw recess was found damaged, a post manufacturing event has lead to the reported malfunction. We assume that the involved screw encountered unintended forces, most likely due to alignment issues during insertion procedure or contact with a metallic counterpart which finally resulted in the damage of the screw tip. During the investigation, no manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was an unknown surgery performed on (B)(6) 2019. It was preoperatively confirmed that the screw (04.503.103.01s) had already broken. The surgery was completed without delay. No further information is available. This report is for one (1) ti matrixneuro screwself-drilling 3mm. This is report 1 of 1 for (B)(4).